Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 3.2 mmol/l (performa) and 5.2 mmol/l (professional meter). No death or serious injury reported. Requested return of suspect device for evaluation.